Event description:
Initial report included with device returned for analysis indicated that the "battery was alarming" and the device was at "normal end of life". Further investigation provided that the battery alarm, indicating that the battery was nearing end of life, was found to be sounding at a routine refill procedure. The pt was scheduled for pump replacement and the pt never experienced any symptoms of malfunction of the pump. The recovery from the surgical procedure was uneventful and the hcp considered the event to be a "routine battery change".